Event description:
It was reported that the patient received a patient notifier alert for high, out of range, pacing lead impedance. Increased capture threshold was also observed. The lead was capped and replaced. Patient condition was stable post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.